Manufacturer narrative:
The customer reported difficulty acquiring the v leads of 12-lead ECG. The customer evaluated the device and isolated the issue to the ECG leads trunk cable. The customer was sent replacement ECG leads trunk cables to resolve the issue.

Event description:
The customer reported difficulty acquiring the v leads of 12-lead ECG.